Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 28 mg/dl. Customer stated that she is taking medicine for her bad knee, which caused her not to eat properly. Customer also stated that her insulin pump was exposed to x-ray. Nothing further was reported.